Event description:
During a procedure, a wilson-cook huibregtse needle knife was used to gain access to the common bile duct. During the cautery application, the needle detached and became lodged in the mucosa. The needle was retrieved from the mucosa with forceps and left to pass. The pt was reported to be in good condition. Although the add'l info provided with the initial report indicated the needle was kept in motion during the cautery application co can report that the needle may detach from the catheter if the needle experiences limited movement during a cautery application. The instructions for use for this product line cautions the user that it is essential to move the needle knife while applying current, as maintaining the needle knife in one position may cause excessive focal coagulation, charring of the tissue and/or breakage of the needle knife.